Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient¿s anatomy involved tetralogy of fallot with corrective surgery including a transannular patch. Approximately twelve years later, two medtronic stents were placed followed by the implant of this transcatheter pulmonary bioprosthetic valve. At that time, the final right ventricle-pulmonary artery (rv-pa) gradient was 10 millimeters of mercury (mmhg) and a rv pressure of 31mmhg. Approximately four years and three months following the implant of the transcatheter bioprosthetic pulmonary valve, the annual echocardiograms began to reveal an increased flow velocity over the right ventricular outflow tract (rvot) and tricuspid valve. A recent echocardiogram, specific date not available, showed an rv pressure of 65 mmhg. A catheterization measured the rv pressure at 78 mmhg. Grade ii stent fractures of the transcatheter bioprosthetic pulmonary valve were identified. In regards to anatomical factors that could have contributed to the high gradients, the physician reported that there was a close relationship to the sternum of the transcatheter pulmonary valve reaching into the muscular portion of the rvot. Additionally, the strength of the two stents in this anatomical environment was not strong enough. Further, in regards to the elevate gradients, the physician reported that a thrombus on the valve and leaflet thickening could not be excluded but these were unlikely. Ultimately, one covered stent and one bare stent were implanted along with an additional transcatheter bioprosthetic pulmonary valve; valve-in-valve. The residual gradient was 5 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device remains implanted, therefore no product analysis could be performed. Images were provided to medtronic for review. High gradients can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc.). The imaging provided confirmed the melody valve with multiple bioprosthetic pulmonary valve stent fractures. The imaging also showed new pre stents placed, valve in valve, and an additional melody valve placed with equal proximal and distal valve expansion. Based on the image review, medtronic is unable to determine valve functions as no video files were provided. There is no imaging provided that confirms the pressure gradients as stated. The relationship between the reported high gradients and stent fractures cannot be established. Based on the risk analysis, stent fractures can potentially lead to increased gradients. However, a conclusive cause of the high gradients cannot be determined. Per melody instructions for use (IFU), melody stent fractures are known phenomenon; it states that ¿prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture¿. In this case, it was reported that anatomical factors could have contributed to the high gradients, and there was a close relationship to the sternum of the transcatheter pulmonary valve reaching into the muscular portion of the right ventricular outflow tract (rvot). Additionally, the strength of the two stents in this anatomical environment was not strong enough. This indicates that the probable cause of the stent fracture could be due to mechanical stresses on the stent or the strength of the stents. Stent fracture related risks are documented in the risk management files. A review of the device history record (DHR) was performed for this valve, there were no deviation identified in manufacturing process. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.